Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10. Concomitant prod: 106a3 console, 2035u electrical umbilical cable, 2037a auto connection box product event summary: the 2af284 balloon catheter with lot number 09401 was returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed three applications were performed using a catheter 2af284 with lot number 09401. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) didn't show any temp artifact. Pressure is tracking preset pressure and flow readings as expected. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. The reported "temperatures were dropping faster than expected" issue was not confirmed through testing and data analysis. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperatures were dropping faster than expected. The electrical umbilical cable was replaced without resolution. A backup console was then put into use with a new auto connection box, but the catheter had to be replaced because the date and time on the console was incorrect. The balloon catheter, electrical umbilical cable and auto connection box were replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.